Event description:
This is report 5 of 9 for the same event. It was reported that five battery devices would not charge when tested with four universal battery charger devices. According to the reporter, the battery device started indicating ¿not charging (red light)¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. An electrical engineer visited the customer site to investigate the root cause of the battery failures. A functional assessment was performed and it was determined that the customer had several hand pieces that were drawing too much current, which caused the fuse in the battery to blow. Therefore, the reported condition was confirmed. The assignable root cause was determined to be the fuse in the battery blown due to excess current drawn from the electric motor. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.